Event description:
It was reported that the patient presented to the hospital after receiving shocks. Upon further analysis, the physician looked into the pocket area under fluoroscopy and suspected a possible right ventricular (rv) lead fracture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could be not determined if this device performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, the impedance on the rv (right ventricular) pacing lead was beyond the expected range, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). 1182 ventricular sic occurred since (B)(4) 2013. 13 non-sustained tachycardia episodes and 1 ventricular fibrillation episode of less than 220 milliseconds v-v cycle were recorded on (B)(4) 2013. The lead integrity alert (lia) triggered on (B)(4) 2013 due to meeting the conditions for non-sustained tachycardia and ventricular sic. Max ventricular pace impedance does not register a reading on (B)(4) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID d294vrc implantable cardioverter defibrillator, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.